Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a6: not available from facility. Blocks b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. The visions pv .018 catheter was discarded and not returned for evaluation, thus no returned product investigation was performed. Block h6: per the complaint details, the perforation occurred when the user was trying to remove the catheter from the introducer sheath. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .018 catheter was used in a peripheral procedure without the use of contrast due to severe patient allergy. First, a 75 cm non-philips introducer sheath was used to gain access from the wrist to the groin to view the iliac vessel. Then, the visions catheter was loaded over a .018 non-philips guidewire and advanced through the introducer sheath with no issues. During imaging of the right iliac, the catheter got stuck on the iliac stent struts; however, was able to be maneuvered to the subclavian but got caught on significate calcification. When trying to remove the catheter out through the introducer sheath, it became kinked and twisted, creating a laceration (perforation). The sheath was pushed forward in an attempt to capture the catheter, but the introducer sheath started to unravel. The introducer sheath was upsized to a 7f, but was not helpful. Therefore, the catheter was cut and a snare was used to remove the remaining device from the femoral approach. Life saving measures were performed to treat the perforation. Per philips clinical assessment, the kink at the guidewire exit port probably created a sharp angle, which contributed to the perforation. Additionally, per the physician, if a longer sheath or a visions otw pv .018 were used, this likely would not have occurred, and certainly the pre-existing iliac stents, the severe ostial left subclavian calcification, and the inability to use contrast, all contributed to this event. Finally, the unraveling of the introducer sheath was a significant contributor to the unsuccessful attempt to remove the catheter from the original access location. This adverse event and product problem is being submitted because a sharp edge on the visions catheter contributed to the perforation, requiring additional intervention.